Event description:
A transfemoral valve in ring tmvr procedure was attempted to treat a pre-existing (B)(6) ring. No additional information is available. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).